Event description:
It was reported that the lithotripsy transducer had red ring when trying to use the device. It was observed during the preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and based on investigation findings, the reported failure was confirmed. Device evaluation found no output due to faulty transducer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lithotripsy transducer had red ring when trying to use the device. It was observed during the preparation for use for an unspecified procedure. There were no reports of patient harm.